Event description:
A case of an aortic perforation was reported during a heart procedure, where the baylis medical versacross rf wire (rf wire) and versacross transseptal sheath was used for the initial transseptal puncture. The physician experienced difficulty engaging the septum due to the patient's rotated and scoliotic anatomy. The physician attempted the transseptal puncture with the rf wire, and an aortic perforation with effusion was noted. The procedure was aborted and pericardiocentesis was performed. Follow-up requests revealed that the patient was recovering. As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2022-00022.

Manufacturer narrative:
As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.